Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements, now measuring at 2000 ohms. There was no change in threshold. Additionally, the patient was seen in clinic and the impedance is high but stable. The plan is to have the patient continue their routine follow up. No adverse patient effects were reported. This rv lead remains in service.